Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit and filter housing, and identified a vertical crack that extended along a rib of the filter housing. The technician replaced the big blue housing and filters, tested the unit, and confirmed it to be operating according to specification. The user facility's water pressure has been known to fluctuate and experiences variable water pressures throughout the day. The technician recommended installing a pressure regulator on the water line to the housing filter.

Event description:
The user facility reported their big blue housing filter cracked and was leaking water onto the floor. No report of injury.